Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience blood clots. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience blood clots. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was performed by the manufacturer.the manufacturer found dust contamination on and inside the blower and blower box, evidence of liquid ingress in the blower box and on the blower. The device's downloaded event log was reviewed by the manufacturer and found instances of error e-83. The device was supplied power and verified for power on and airflow. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of dust contamination on and inside the blower and blower box, liquid ingress in the blower box and on the blower. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to blood clots in the lungs, device has strange odor, burning / smoke / electrical odor. There was no medical intervention required by the patient. The reported event of blood clots in the lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-clinical code corrected (reported incorrectly in the initial report). Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.